Event description:
The customer's father stated that moisture was found in the reservoir compartment of the insulin pump. The customer's father stated that there was a fair amount of what he felt was insulin in the reservoir compartment that persisted despite two reservoir changes.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.